Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to possible supra ventricular tachycardia (svt). It was additionally reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained episodes and an increased sensing integrity counter (sic). Follow up with the company representative indicated that no reprogramming was done. The device and lead remain in use. No further patient complications have been reported as a result of this event.